Manufacturer narrative:
(B)(4). Patient returned pump for an alleged blank display, moisture damage, and cosmetic damage located at the back of pump observed on (B)(6) 2022. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and stained serial number label damage. Flashing medtronic logo was confirmed during analysis due to moisture damage confirmed on the electronic assembly. Blank display is unknown and pump failed to download history files and traces due to medtronic logo flashing screen. Cosmetic damage confirmed at battery tube threads and corner of belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer reported the pump was exposed to moisture. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.